Event description:
A manager reported that during a vitrectomy procedure the laser probe did not work and the connector came off the end of the probe. The laser power was increased to 500 and would still not provide a burn. There was no harm to the patient. This is the second report of three for this facility.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that two of the laser probes did not work. One of the laser probes would not burn although the power was turned up to 500, and the radio frequency identification (rfid) connector came off on the other laser probe. There was no patient impact. Two 25 gauge illuminated flexible curved laser probes were received and a visual assessment of the returned sample showed that one probe had a detached connector, confirming the customer's reported event. The other probe showed no obvious nonconformities. The laser probe with the detached connector was reassembled and was connected to a calibrated system to test the rfid recognition. Unrelated to the reported event, the laser probe was not recognized by the system, resulting in an amber colored ring. The sample was then tested according to the manufacturing test procedure (mtp) and was determined to have been programmed correctly. The other laser probe was connected to a calibrated system to test the rfid recognition. The laser probe was recognized by the system, resulting in a green colored ring. The laser probe was then tested for the aiming beam and laser power. The aiming beam was found to be dim and the laser power was out of specification. The probe was disassembled, but showed no nonconformity that would be the root cause of the reported event. The laser probes were manufactured on december 8, 2014. There were 186 paks associated with this lot. A review of the manufacturing records in online preliminary record review application (oprra) did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on september 14, 2011. Based on qa assessment, the product and associated system met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).